Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. There was no display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners, battery tube threads, and with minor scratched display window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 160 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.